Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the procedure was uneventful; and postoperatively, the stents appeared well implanted. The surgeon reported intraoperative difficulty due to patient condition, including peripheral anterior synechiae (pas) noted in the angle and no blood in the schemes canal to aim for. Per report, there was no adverse impact and the malpositioned stent was being monitored. The patient¿s status was reported as doing well with adverse event resolved.

Manufacturer narrative:
MFR# reference: 28917.

Manufacturer narrative:
The stent was not implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to patient anatomy and operational context. MFR# (B)(4).

Event description:
It was reported that during a trabecular micro bypass stent system procedure, the surgeon inadvertently placed the stents ¿too corneal¿ due to the patient movement and poor visualization during implantation attempt. A back-up device was used to implant two (2) stents successfully. Per report, patient anatomy (anterior synechia in the angle without a ¿red line") also contributed to the reported event. Additional information has been requested.